Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used during a discover and autolith procedure on (B)(6) 2026. During the procedure, after approximately 2 hours and 30 minutes, the device was removed from one drain and inserted into another drain. At that time, visualization was lost during duct inspection, and the image could not be restored. Troubleshooting was performed, including restarting the system, disconnecting and reconnecting the device, and attempting to optimize the setup. However, these efforts did not resolve the issue. The procedure was not able to be completed as a result of this event and the patient will be rescheduled. No patient complications were reported as a result of this event.